Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that two cartridges leaked from the cartridge tubing. Reportedly, the customer believed the leak for one event was due to the customer accidentally poking the cartridge tubing with the needle when trying to fill the cartridge with insulin. The customer was unsure of the cause of the leak for the most recent event. A new cartridge was successfully loaded after each event. There was no reported impact to the customer's blood glucose level.